Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) which did not change color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. There was no reported patient injury. The exact event date was not provided. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and the physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button could not be fully depressed and flushed against the handle. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis sheath was returned inserted on the received unit. Finally, the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed. The deployment simulation evaluation could not be performed, as the device was received fully deployed. Per microscopic analysis, a high magnification evaluation was executed to evaluate the internal mechanism after opening the device case. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire-deployment difficulty-unable¿ was not observed through analysis of the returned device as the unit was received fully deployed with the indicator wire retracted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported non-deployment of the indicator wire since the device was received with the cowling/guard properly locked with no anomalies noted to the internal mechanism. Also, since the indicator window of the device was returned in the proper deployment position (black/white/red) with the deployment button fully depressed and the sealant deployed, it is not possible to determine what factors may have contributed to the no change to indicator issue originally reported since there were no issues noted to the indicator wire that would result in the change to indicator. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) which did not change color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. There was no reported patient injury. The exact event date was not provided. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and the physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button could not be fully depressed and flushed against the handle. The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) which did not change color during retraction. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and the physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The deployment button could not be fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed.